Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced neck pain, pain over the implant site, and headaches with and without device use, leading to the decision to pursue revision surgery. Surgery to reposition the receiver/stimulator occurred on (B)(6) 2012. It was reported that symptoms have been resolved. The implanted device remains.